Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complainant: the patient received npt (nutrition parenteral therapy) support for 24 hours, with an infusion rate of 40 cc/hr. Today, during the assessment at 10:30 am, I found that the nutrition had run out. The explanation from the head nurse is that the pump failed, even though it was correctly programmed and set up at 5:00 pm the previous day. I proceed to take the blood glucose measurement: 134 mg/dl, and I document the report 1. The nutrition infused in a shorter time than expected. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences.